Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and iliac vessel morphology from the time of implant are unknown. The aortic neck was 30 mm in diameter and angulated 30 degrees anteriorly. It was reported that the patient had a follow-up 6 months ago when it was noted that the aneurysm had shrunk, resulting in a distal migration of the stent graft and no endoleak was noted. It was decided at that follow-up not to intervene. Five months later the patient presented emergently and the CT showed a ruptured aneurysm due to a proximal type I endoleak. The stent graft had migrated 15 mm distally from the renal arteries. The migration was attributed to the aortic neck dilatation. Two 34 mm talent aortic cuffs were implanted to resolve the ruptured aneurysm successfully. It was reported that the two years later the patient presented emergently with abdominal pain. A CT scan a CT scan revealed a distal type I on the right side and the aneurysm diameter was 7.6 cm in diameter. The distal type I endoleak was due to lack of distal fixation. The decision was made to implant endurant iliac limb stent grafts bilaterally. The distal type I endoleak on the right side was repaired with an endurant stent graft. It was reported that four years post index procedure the patient presented emergently with back pain. An ultrasound was performed showing a swift type I endoleak into the sac. A non-contrast CT scan was performed that was inconclusive. The angiogram showing a rapid proximal type I endoleak and a type ii endoleak present. The type ii endoleak will be treated at a later time. The physician elected to relined the entire stent graft system from 3cm below the flow divider to the renal. The physician stated that the endurant device performed as intended. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: treatment of ruptured aneurysm.